Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed enzymatic carbon dioxide (eco2) result. Hsc reviewed the information provided by the customer. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. The quality of the sample is unknown. Hsc cannot definitively determine the cause of this discrepant result. Sample integrity and preanalytical variables cannot be ruled out with the available information. The cause of the event is unknown. The system is fully operational. A potential product issue has not been identified. The device is performing within specification. No further evaluation is required.

Event description:
A discordant falsely depressed enzymatic carbon dioxide (eco2) result was obtained on a patient sample on the dimension® exl¿ with lm integrated chemistry system. The discordant result was reported to the physician. A new sample was obtained for the same patient at an alternate site. The results obtained on the new sample were stated to be within normal limits, considered correct and reported. The initial sample was reprocessed at the alternate site and the carbon dioxide result remained depressed. There are no known reports of patient intervention or adverse health consequences due to the discordant result.